Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The distributor alleged that the cartridge piston moves sideways as it spins. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings:a review of the pump¿s black box history showed that a cs 163 no cartridge detected alarm was recorded on 12/29/2014. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. No unusual movement was observed to the piston during the load and/or rewind step. The pump case was removed and no intermittent condition was found to the force sensor flex pins. There was no evidence of debris observed inside the cartridge compartment. The cartridge piston was intact; no damage was observed. The complaint that the piston moved sideways as it spun was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).